Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an abstract, early clinical outcomes of a new cementless total knee arthroplasty design, patients are designated in 2 groups: press-fit tka consisting of a triathlon cs tka with a tritanium metal backed patella, and cemented tka consisting of a 'matched cohort' that used an all-poly triathlon patella. The following complications were noted: two patients with triathlon cemented tka for arthrofibrosis treated with mua.